Event description:
In the study database, a "partial amputation" was reported as having occurred in pt in 2005. The site study coordinator looked into the hosp records for this pt and there are no source documents indicating that the pt had any type of procedure that day.

Manufacturer narrative:
Device not returned to MFR for eval. There are no source documents indicating there was a silverhawk procedure that day.